Event description:
On 4/27/95, 2 rn assts were transferring resident from his geri-chair to his bed, using the lift. During the transfer process, resident slid forward out of the lift sheet onto the floor, by the bedside. In falling, the resident hit his head on the bedside stand, landing on the floor on his right side. Resident had a skin tear to right forearm (2 cm), a red, swollen area on right forehead (6x6x5cm), and abrasion to right knee. Md and family notified, resident was monitored closely overnight. On 4/28/95, a change in resident was noted. Md was called, resident seen in ER of local hosp. Resident found to have fracture of right hip and left tibia. Resident returned to facility on 5/1/95 and is doing well. In investigating and reenacting this event, it has been determined that the lift did not cause the event; the lift and lift sheet are in good working condition. Staff interviewed who were involved in the event state the equipment did not malfunction. Resident does at times stiffen his body out completely, and to the best of our knowledge, rptr feels that this is what happened to cause the sudden movement of resident out of the lift sheet.